Event description:
It was reported that an infusion set for the ilet bionic pancreas did not adhere because the patient inserted the set without removing the paper adhesive cover, and the agent guided the patient through a site-only change; this represented an improper or incorrect procedure involving the cannula. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided. Investigation of this case revealed no device problem, and a usage problem was identified related to failure to follow instructions during insertion of the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.